Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This pc is related to (B)(4). In this pc, we report the event occurred after the 1st revision surgery. The patient underwent the initial surgery on (B)(6), 2022. After surgery, dislocation occurred. Patient underwent 1st revision surgery was performed on (B)(6), 2022. After the 1st revision surgery, dislocation occurred again. On (B)(6), 2022, the 2nd revision surgery will be performed. In the 2nd revision surgery, the cup will be extracted, and a zimmer biomet¿s implant will be used, the head will be replaced. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.